Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was able to duplicate the reported issue. Physio then replaced the system board assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly. The sbc was inoperative, which prevented the device from completing the boot-up process.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.